Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The sensing vector was reprogrammed from primary to secondary, however the patent received another inappropriate shock approximately three months later due to t-wave oversensing. The vector was reprogramming back to primary and the patient again received an inappropriate shock due to oversensing. The vector was reprogrammed to alternate with acceptable sensing observed. Additional troubleshooting was discussed and possible x-rays to assess the system. X-rays were obtained and the patient was referred to the implanting physician. No further episodes were stored following the vector reprogramming to alternate. No adverse patient effects were reported.